Event description:
A male patient with a history of the following symptoms: nephrotic syndrome, systemic lupus erythematosus, renal disease, ischemic heart disease, and a hostile abdomen underwent aaa repair in 2007. The patient's anatomical form was suitable for aaa repair. The right femoral artery was damaged during insertion of the stent graft. The physician cut off the damaged part of the vessel and inserted the main body into the right femoral artery. Then a vascular prosthesis was placed in the right femoral artery. The right internal iliac artery was coil embolized. Upon completion of the procedure, a proximal type I endoleak and type ii endoleak from the lumbar artery were confirmed. The physician placed a stent in the proximal portion of the stent graft and the type I endoleak was resolved. A wait-and-see approach was taken for the type ii endoleak. Four months later, a follow-up was performed. The aneurysm diameter was reduced to 52mm (-3mm) and no endoleak was observed. In 2008, a follow-up was performed. The aneurysm diameter was reduced to 47mm (-5mm) and no endoleak was observed.

Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with an instructions for use (IFU) describing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. Regarding endoleaks, the IFU lists important factors/warnings that, if followed, could reduce the likelihood of an endoleak occurring; anatomical criteria, vessel tortuosity, calcification, accurate placement of graft, proper ballooning sites within the stent graft. The device remains implanted and no image were provided to assist in this investigation. At this time, we are unable to determine the root cause of the endoleak. However, we have notified the appropriate individuals and will continue to monitor.